Event description:
It was reported that when the system is recording in substraction mode the image on the monitor is all white, no discernable image. There was no adverse patient involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It is suspected that the image processor circuit board needs to be replaced. The part is currently on back order. No further problems are anticipated after the repairs are affected. And additional report will be generated and submitted if further information becomes available.